Manufacturer narrative:
A device history record review could not be performed as the lot number was not available. Based on the problem description and photo provided, the reported issue was confirmed; however, the root cause could not be determined. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
A user facility reported the tubing on a 3m¿ ranger¿ blood/fluid warming high flow set separated from the spike, resulting in blood product spraying out. No injuries or medical interventions were required due to the alleged malfunction.